Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. A chronic infection was noted and impending erosion. The implantable cardioverter, right ventricular lead, and left ventricular lead were explanted. Patient was stable post-procedure.